Manufacturer narrative:
Concomitant products: 559445 lead; implant date: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert due to noise. The high voltage portion of the lead remains in use however the pace/sense portion of the lead was capped and the pace/sense portion of a previously implanted lead was reactivated. No patient complications have been reported as a result of this event.